Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after a defective oesophagoscope has been inserted, the system no longer recognizes the cameras and the error message 'download to link 1 for image1 connect failed. Send for servicing.' Appears. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "fehlermeldung: download an link 1 für image1 connect fehlgeschlagen. Zur wartung einschicken. / error message: download to link 1 for image1 connect failed. Send in for maintenance" could be confirmed. This message is always displayed once on first startup after software update. The diagnosis of failure message mtu (menu temporarily unavailable) revealed a software hang up due to corroded connection sockets. The additional detected old software version is independent from the reported issue. According to the IFU visual as well as functionality should always be checked before and after every use to avoid injuries and damages to the product. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).